Event description:
It was reported that bd alaris pump module smartsite infusion set was occluded the following information was received by the initial reporter with the following verbatim bulge found in IV line while administering n/s. The pump alarmed 'occlusion' and when the patient pivc/arm was checked there was no occlusion so the pump was restarted. The pump alarmed again saying occlusion so the pump was checked and this is how the line was found.

Manufacturer narrative:
One 2420-0007 sample was returned without packaging for investigation; clear residual fluid was present throughout the line. The customer reported that the pump alarmed for occlusion, and when the pump door was opened a bulge was found in the pumping segment. A visual inspection of the returned sample confirmed the customer's experience with a ballooned pumping segment observed (appendix 1). A closer inspection of the infusion set did not identify any obvious occlusion which may have contributed to the customer's experience (appendix 2 & 3). The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 23105143 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, ballooning of the silicone segment is not a manufacturing defect and is typically caused by an excessively high internal pressure. Previous investigations have identified that administering an IV push without clamping the line above the injection port can create an internal pressure high enough to cause this effect.